Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. No RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Provider states the unit has no power failure alarm at all and is plugged into the wall at the shop.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation and repair. However, the unit was determined to be beyond repair due to sieve contamination. Therefore, the unit was not evaluated for the purpose of confirming/refuting the complaint issue of no power failure alarm.

Event description:
Provider states the unit has no power failure alarm at all and is plugged into the wall at the shop.